Event description:
It was reported that patient presented for scheduled device exchange procedure. During the procedure, it was noted that the lead could not be tightened in the header of the newly placed pacemaker. The pacemaker was not implanted, and an alternate device was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of setscrew could not be tightened was confirmed. Final analysis found that the user/physician was making incorrect wrench insertions into the setscrew. No further anomalies were identified.